Event description:
It was reported that a pt underwent a laparoscopic total hysterectomy on (B)(6) 2010 and suture was used. The surgeon found the needle tip was lost when the surgeon pulled the needle during continuous suturing at the peritoneum. The surgeon looked for the fragment but it could not be found. The surgeon is not planning to retrieve the needle fragment.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.